Event description:
Initial info received from a consumer on (B)(6) 2012: a female consumer in her (B)(6) received poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unk), her first injection of 1 vial on (B)(6) 2011 and had no problems. On (B)(6) 2011, she received her second injection of 1 vial around her hairline and temples. One of the injections was about 1 inch from the temple, and she reports that immediately she felt the "crack" of the needle in the right side. She described the feeling like "she could feel the needle going into her temple." The next day (B)(6), while she was shampooing her hair, she felt a tingling/burning from the area on her right temple right up to her crown, which was painful. She received a cortisone shot on the same day, and she had about 80 to 90 percent relief. About four days after the cortisone injection, she developed an infection at the site. On (B)(6) 2011, she received another cortisone injection which she said gave her some relief, but she can still feel the tingling and burning. Her doctor wanted her to f/u with him again in (B)(6) 2012. Therapy with poly-l-lactic acid continued. No further relevant info reported.